Event description:
The following literature was reviewed. Title: procedural complexity and clinical outcomes of contemporary iliac branch device implantation versus internal iliac artery embolization during endovascular repair of aotoiliac artery aneurysms. Authors: keiichiro kawamura, et al. Source: vascular specialist international (2026) 42:18. This retrospective single-center study evaluated 93 consecutive patients who underwent elective endovascular aneurysm repair (evar) for aortoiliac artery aneurysms between january 2018 and december 2024. Patients were stratified into two groups: group a, treated with iliac branch devices (ibds) (n=40; mean age 78.7±7.2 years; 80.0% male), and group b, treated with internal iliac artery (iia) embolization with stent graft extension into the external iliac artery (n=53; mean age 81.3±7.0 years; 79.2% male). In group a, all patients underwent implantation of the gore® excluder® iliac branch endoprosthesis (ibe), and adjunctive techniques including the up-and-over approach were applied as needed. When distal sealing in the iia was inadequate, gore® viabahn® endoprosthesis with heparin bioactive surface was used as an extension. In patients with bilateral iliac artery aneurysms in whom bilateral ibd implantation was not feasible, the side with the more favorable anatomy was treated with an ibd, whereas the contralateral iia was embolized using coils or a vascular plug. Technical success was achieved in all patients, and no perioperative myocardial infarction or stroke occurred in either group. Postoperative acute kidney injury occurred in 4 patients (7.5%) in group b and in none in group a; all cases were mild and resolved prior to discharge. Within 30 days postoperatively, external iliac artery stenosis occurred in 2 patients (5.0%) in group a and 1 patient (1.9%) in group b, and all were successfully treated with additional stent placement. Early type ii endoleaks were identified in 9 patients (22.5%) in group a and 7 patients (13.2%) in group b. During a mean follow-up of approximately 23 months, type ib endoleaks requiring reintervention occurred in 1 patient in each group. Ibe internal iliac branch occlusion was observed in 3 patients (7.5%) in the group a; these cases were asymptomatic and not associated with pelvic ischemia. Aneurysm sac enlargement of =5 mm occurred in 3 patients (7.5%) in group a and was associated with type ii endoleaks or type v endoleaks. No type ic endoleaks were observed. All-cause mortality occurred in 3 patients (7.5%) in group a and 9 patients (17.0%) in group b. Aneurysm-related mortality occurred in 1 patient (2.5%) in the group a due to contralateral internal iliac artery rupture at 49 months, and in 2 patients (3.8%) in the embolization group, one due to abdominal aortic aneurysm rupture secondary to sac enlargement from a type ia endoleak and one due to intraoperative internal iliac artery injury. In a limb-based analysis, buttock claudication occurred in 13 of 72 limbs (18.1%) with interrupted iia flow and in none of the 105 limbs with preserved iia flow.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: procedural complexity and clinical outcomes of contemporary iliac branch device implantation versus internal iliac artery embolization during endovascular repair of aotoiliac artery aneurysms. Source: vascular specialist international (2026) 42:18. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.